Event description:
It was learned through implant patient registry that a patient with a 21mm 3300tfx 21mm aortic valve was explanted after an implant duration of 7 years, 8 months due to stenosis. The patient presented with shortness of breath, dizziness, and lower extremity swelling. The explanted valve was replaced with a 23mm 11500a valve. The patient was in stable condition post procedure. The patient was discharged on pod #6. Per additional information: per physician office there are no comorbidities for this patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 21mm 3300tfx 21mm aortic valve was explanted after an implant duration of 7 years, 8 months due to stenosis. Product evaluation confirmed heavy calcification on all three leaflets and moderate host tissue. The patient presented with shortness of breath, dizziness, and lower extremity swelling. The explanted valve was replaced with a 23mm 11500a valve. The patient was in stable condition post procedure. The patient was discharged on pod #6. Per additional information: per physician office there are no comorbidities for this patient.

Manufacturer narrative:
H3: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform bent outward near leaflet 3; heavy calcification on all three leaflets and commissures 1 and 3 were bent inward. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both the inflow and outflow aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 on the inflow aspect and 3mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. As received, leaflet 1 was torn approximately 8mm down the mid section. Calcification was evident at the tear. Leaflets 2 had cuts of approximately 2mm x 5mm; leaflet 3 also had a cut out section of approximately 3mm x 10mm and a 9mm long cut near commissure 1. The cuts had a smooth and straight edge. Cut off and torn leaflet fragments were not returned. Sewing ring was cut around commissure 3 and wireform was exposed around leaflet 3 on the outflow aspect. A suture thread remained attached to the sewing ring near commissure 3. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event..